Event description:
It was reported that the device was fractured. The target lesion was located in the biliary route. A flexima catheter drainage was selected for use. During insertion, it was noted that the device got kinked at the proximal part and the middle third of the catheter was fractured. It was not possible for the device to advance, so all part of the device was pulled out. The procedure was completed with another of same device. No patient complications were reported.